Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that a pump module had channel error while on patient. There was patient involvement but harm was unknown.

Event description:
It was reported that a pump module had channel error while on patient. There was patient involvement but harm was unknown.

Manufacturer narrative:
Additional information: annex a: a26 annex g: g07002 a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.